Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level (bg) ranged between 528-530 mg/dl. The customer administered a manual injection to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.